Manufacturer narrative:
The doctor's coaguchek xs plus meter, serial number: (B)(6), was provided for investigation. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer on the doctor's coaguchek xs plus meter were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. H3 other text : na.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6), compared to a coaguchek xs plus meter, serial number (B)(6). At 1:20 p.m., the coaguchek xs meter result was 4.1 inr. At 1:25 p.m., the coaguchek xs plus meter result was 5.7 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr.